Manufacturer narrative:
10/13/2014 additional information: the customer sent the patient sample to siemens healthcare diagnostics for further testing and investigation. Multi lot testing was performed using (B)(6) lot #s 103168, 103170, and 103172. The sample was positive across all lots. Ehiv results (index value): lot #: result: 103168; >50.00; 103170; >50.00; 103172; >50.00. The initial false negative result was not confirmed. The cause for the discordant (B)(6) result is unknown. No further evaluation of the device is required. The instrument is performing within specifications.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse aligned the reagent probe 01 as part of the system inspection. No issues were identified. The cause for the (B)(6) result is unknown. The patient sample has been requested for further investigation. The instrument is performing within specifications. The IFU states in the limitations section: "the advia centaur hiv 1/o/2 enhanced assay is limited to the detection of antibodies to hiv-1 and/or hiv-2 in human serum or plasma (edta, lithium or sodium heparinized). It is recognized that currently available assays for the detection of antibodies to hiv-1 and/or hiv-2 may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with hiv. Hiv antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
A (B)(6) advia centaur ehiv result was obtained on a patient sample. The same patient sample was tested again on the same instrument the next day and the result was (B)(6). The patient sample was tested again and the result was (B)(6). It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the (B)(6) advia centaur ehiv result.